Manufacturer narrative:
Sorin group (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the speed potentiometer of the s3 roller pump was found to be out of tolerance during maintenance. There was no patient involvement. A sorin group field service representative tested the speed potentiometer with an external measuring device according the preventive maintenance guidelines and found the speed potentiometer to be defective. The speed potentiometer was replaced and subsequent functional testing of the pump did not identify any further issues. A technical safety inspection was successfully completed and the pump was returned to service. The speed potentiometer was inadvertently discarded and an investigation could not be performed by sorin group deutschland. A root cause could not be determined and no corrective actions were identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue. Replaced part was discarded.

Event description:
Sorin group (B)(4) received a report that the speed potentiometer of the s3 roller pump was found to be out of tolerance during maintenance. There was no patient involvement.